Manufacturer narrative:
The local area sales representative was contacted for additional information; however no information was provided. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not functioning appropriately and the patient was experiencing shortness of breath. No adverse patient effects were reported.